Event description:
It was reported to philips that host pc was not booting up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported system startup was stuck at "00:00". Upon further inspection, philips field engineer (fse) visited onsite and confirmed that the host pc was defective. The defective part was returned to analysis where no failures are observed. Fse replaced the defective host pc. After the replacement of defective host pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.